Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer. The customer retrieved medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was failed to open. The field service engineer replaced rail and recovered drawer. The system functioned as intended after the field service engineer troubleshooted the device.